Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead. It was noted that impedances have been gradually rising then there was an abrupt change. Additionally, there was loss of capture. Technical services discussed possible causes. Subsequently, the ICD was explanted and replaced however, during the revision procedure they observed the set screw was loose. The lead was tightened down, but there was a concern of it being loose again. The physician elected to change the ICD out and kept the original ra lead. The device will be sent back for product analysis. No additional adverse patient effects were reported.